Event description:
It was reported that there was a leak and obstruction. Error detected by our technician during the safety test performed in (B)(4).

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation found the device performing as expected. We could not establish a relationship between the device and the reported event. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. The IFU can provide further guidance. Ensure canister and tubing and renasys softport are installed correctly and without kinks to avoid leaks or blockages in vacuum circuit. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.